Event description:
Pt had silicone implants for 26 years. Had them removed in 7/94 and replaced with saline implant due to silicone-related illnesses. Pt is stating she is now suffering from dizziness, numb feet/hands - and burning, tingling sensation. Pt can sleep no longer than 3 hours at a time. Pt also suffering from nausea and shortness of breath.